Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During the onsite visit the fse (field service engineer) replaced gas bottle and performed preventive maintenance. The system was operating within specifications per service installation records. According to the technical review the most likely root cause is a need of replacement of gas bottle and preventive maintenance. The system was operating within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested.

Event description:
A nurse reported an error message, secondary energy too high, which occurred during the laser ablation procedure. The procedure was incomplete an unknown eye after the error message. The system was rebooted and the procedure was completed. Additional information has been requested.